Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient's friend reported that the patient believed his battery was going out, and there was a problem with the implantable neurostimulator (ins). This started two days ago. The patient was currently incarcerated but does have access to all the external equipment. No symptoms reported. The same reporter reported two weeks later that the patient has been complaining of neck pain that goes up into his head for the past two weeks. This was a sudden change. There were no falls or trauma that could be related to this issue. The indication for use included spinal pain and failed back surgery syndrome. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.